Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The event occurred in brazil. It was reported that during the prostate resection surgery [[?]] The doctor reported that there was a spark coming from the handpiece, bipolar working element. The handpiece was replaced immediately, and the surgeon continued the procedure. No negative impact in state of health reported. Cross reference MDR: 9610617-2026-1059.